Manufacturer narrative:
B5: upon follow up it was reported that dianeal 2.5 pd2 dose was reduced to 1 bag. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. On the same day as the event onset, the patient was treated with amikacin injection (250mg) and vancomycin injection (1g, every 3rd day) for the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.